Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending artery (lad) that was mildly tortuous and moderately calcified. The lesion was predilated and an attempt was made to cross with a xience xpedition 2.75 x 33 mm stent delivery system (sds), however, during introduction into the vessel, the distal shaft separated in two pieces. Although it was the distal shaft that separated, the separation occurred outside the anatomy and was easily removed without any intervention. A xience prime 2.75 x 23 mm sds was used to cross the vessel; however, also failed to cross the lesion. As no device would cross the patient was left on medical management. There was no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.